Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion.

Event description:
The customer reported ten false negative results with the binaxnow covid-19 ag card assay performed on (B)(6) 2020. The customer indicated that initial testing with a different test (ID now covid-19 test) generated positive results, but no confirmatory testing was reported. The customer reported that they personally had received four (4) negative results with the binaxnow covid-19 ag card test after receiving a positive result with the ID now covid-19 assay performed in (B)(6) 2020 (specific date not provided). The customer reported that this was during an active covid-19 infection, while they were symptomatic. Although requested no additional information was provided, including delay/impact, outcome, and treatment. Per binax now covid-19 ag card product insert intended use: negative results from patients with symptom onset beyond seven days should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Per binax now covid-19 ag card product insert precautions and limitations: inadequate or inappropriate sample collection, storage, and transport may yield false test results. False negative results can occur if the sample swab is not rotated (twirled) prior to closing the card. False results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. False negative results may occur if inadequate extraction buffer is used (e.g.,<6 drops). False negative results may occur if swabs are stored in their paper sheath after specimen collection. The presence of mupirocin may interfere with the binaxnow covid-19 ag test and may cause false negative results. Due to the risk of false negative results potentially leading to no or delayed treatment, this event shall be reported.

Manufacturer narrative:
Corrected data: after further review of the record, it was determined the customer's report of four (4) false negatives should be reported under a separate MDR. This MFR. Report (1221359-2021-000187) is now the first(1) of two (2) reports. Please see related MFR report #: 1221359-2020-00203.

Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4), inc. Therefore, a root cause investigation was not able to be performed. A review of complaints' trend reveal that all of the binaxnow covid-19 ag card lots within expiry are performing according to label claims. The exact root cause of the reported issue could not be determined. Please see related MFR report #s: 1221359-2020-00203.